Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. The device will be sent to the service depot for further evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off multiple times by itself during a patient event. This occurred when monitoring a (B)(6) year old male patient. This issue is patient related; however there was no adverse patient outcome reported by the customer.

Manufacturer narrative:
Physio-control observed that the device's battery pins were worn. Worn or damaged battery pins can cause an unexpected loss of power. Physio-control then replaced the device's battery pins and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Based on the information available, physio-control has determined that the likely cause of the reported issue was due to worn battery pins causing an excessive voltage drop when the device user pressed the code-summary button during the event.

Event description:
The customer contacted physio-control to report that their device powered off multiple times by itself during a patient event. This occurred when monitoring a (B)(6) male patient. This issue is patient related; however there was no adverse patient outcome reported by the customer.